Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during implant procedure, the right ventricular lead exhibited high threshold. Lead repositioning was attempted multiple times unsuccessfully. The helix was unable to extend. A new lead was used instead. The patient was stable after the procedure.

Manufacturer narrative:
A complete lead was returned in one piece with a stylet inserted. The lead was tested on the bench and no anomalies were found.